Manufacturer narrative:
Info b.3 has been corrected. Reference medwatch report number 1920664-1997-335. Add'l info received indicates that the particulate may have come from this dp8020 phacoemulsification handpiece.

Event description:
During a procedure a fleck of metal was irrigated into the pt's eye. The piece of metal was retrieved.